Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lfs alleging black marks on the lcd screen of their ultralink meter. The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to missing segments.